Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by the customer consuming water. No assistance from a third party was required. Customer resolved issue by removing the infusion set and discontinuing pump use.